Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that patient returned to the or on (B)(6) 2013 for revision due to non-union. During surgery, the plate was found to be broken. The broken plate was not visible in x-ray. Surgeon removed a 6 hole plate and replaced it with a 9 hole plate. Original date of implant is unknown. This is report 1 of 2 for complaint (B)(4).